Manufacturer narrative:
Additional information was received on 24-apr-2024 providing the physician contact information. Therefore, processed along the following fields: -e1. Initial reporter title: dr. -e1. (B)(6). The device evaluation was completed on 07-may-2024. It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium irrigation valve was broken and it was constantly pulling air into the tube. It was very easy to see. The sheath was changed. The procedure was completed successfully. No consequences for the patient. Additional information was received clarifying that the section with the issue was the side port (stopcock / three way valve). This part had a leakage issue. The hemostatic valve did not dislodge inside the hub nor did it dislodge outside of the hub. The brim cap / hub did not become detached from the sheath. The sheath was being used on the patient. Did not require treatment. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed no damage or anomalies on the hemostatic valve; however, a bent mark close to the handle was observed in the shaft. An irrigation test was performed, and water leakage was observed in the handle area. For this type of failure, a supplier manufacturing investigation was requested, and the investigation result determined that the shaft was broken near the handle. This issue is not related to the manufacturing process since evidence of good manufacturing practices was found. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Since the shaft was found broken close to the handle area, this failure could be related to the side port leakage issue reported by the customer; therefore, the customer complaint was confirmed. The instructions for use (IFU) contain the following recommendations: during insertion, use caution not to create excessive bends that may lead to crimps in this device. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 10-mar-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a side port leakage issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium irrigation valve was broken and it was constantly pulling air into the tube. It was very easy to see. The sheath was changed. The procedure was completed successfully. No consequences for the patient. Additional information was received clarifying that the section with the issue was the side port (stopcock / three way valve). This part had a leakage issue. The hemostatic valve did not dislodge inside the hub nor did it dislodge outside of the hub. The brim cap / hub did not become detached from the sheath. The sheath was being used on the patient. No patient consequence. Did not require treatment.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4)